Event description:
Been sick for three years. Diagnosed with common variable immunodeficiency and auto immunity. Have been infusing cuvitru once a week for two months and taking zolair injections once a month for eight months because of chronic idiopathic urticaria. Come to find out it's been my breast implants causing all of this because since I explanted on (B)(6) 2020 my symptoms and sickness has completely left. FDA safety report ID# (B)(4).